Event description:
It was reported that the user paired a new dexcom g7 continuous glucose monitor (cgm) and received glucose readings in the dexcom app but not on the ilet pump, indicating a sensor-to-pump pairing failure specific to the ilet. Symptoms included a lack of continuous glucose data on the pump with no reported adverse clinical symptoms. Outcomes included temporary interruption of automated insulin dosing guidance on the pump until pairing could be established. User support included troubleshooting that involved restarting the pump, toggling the cgm setting from g6 to g7, and re-entering the g7 pairing code, followed by guidance to wait for the sensor-to-pump connection to establish. Investigation of this case revealed a transient pairing issue between the dexcom g7 sensor and the ilet pump, while the sensor itself was functional as evidenced by readings in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was a communication or setup issue resolved through standard troubleshooting and reconnection steps.